Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
Sales rep. I was only present during the revision. He has no specific information on what size, or lot# the calaxo screw was. He said it was implanted about six months ago (location on tibial tunnel). There was a large marble size, calcified deposit over the bone tunnel. When this was removed, the liquified calaxo screw poured out. No other information could be obtained at this time.